Manufacturer narrative:
The customer reported of communication loss on multiple telemetry devices. No patient harm was reported. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 f2 the following field(s) contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt # 1: 02/12/2021 emailed the customer via microsoft outlook for all the information : no reply was received.

Event description:
The customer reported of communication loss on multiple telemetry devices. No patient harm was reported.